Event description:
For the last year every one of my dexcom g7 sensors have failed except 3. The company keeps replacing them but they keep failing. I'm on an insulin pump which give me insulin based on the dexcom readings. My readings have been close to 500 because of this issue. Please help with this issue.